Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician connected the right ventricular (rv) lead to the device and tightened the setscrew. The physician then loosened the setscrew and removed the rv lead in order to recheck the lead via the analyzer. When he returned the lead to the rv port and attempted to re-tighten the setscrew, the setscrew could not be engaged. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.